Event description:
It was reported that the patient underwent degenerative scoliosis correction from t10-ilium and sometime post-operatively, both rods were revised and two crosslinks were added to the construct. Approximately five years after the original surgery, the patient underwent another revision with use of rod connectors to repair the broken rods in the construct. No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.